Manufacturer narrative:
Evaluation method- cartridge lot number search. Results - a cartridge lot number search was performed and no similar complaints were found.

Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the lens tore. There was no patient contact or injury. The reporter indicated that the cause of the torn lens was due to the cartridge.